Event description:
On 7/8/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 7/3/2024. On 7/8/2024 a beta bionics customer care agent followed up with the user about the event. The user reported while sitting with their wife, the user's dexcom application indicated a low blood glucose (bg) reading. The user disconnected from the ilet and treated the low with three glucose tablets, raising the bg to 89 mg/dl. After reconnecting to the ilet, the user made a lunch meal announcement and ate a sandwich but does not remember much afterward. The user woke up to emts and the user's daughter, who found the user unconscious. The daughter administered a glucagon injection and called the emts, who gave the user a glucagon IV. The user's bg level dropped to 38 mg/dl. The user went to the hospital but was not admitted and stayed for about three hours. During the event, the user also had cellulitis and was taking antibiotics. A review of the user's ilet report revealed inconsistent and potentially inappropriate use of meal announcements, including no meal announcement on the day of the event. The user was educated on the importance of meal announcements and will be provided further training.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemic event followed a period of hyperglycemia, during which no meal announcement was given. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of the days prior to the event show a pattern of over-treating hypoglycemia, missed meal announcements, and potential use of the meal announcement to deliver correction insulin. These behaviors lead to maladaptation. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by a missed meal announcement that led to increased correction insulin dosing, increasing the user's risk of hypoglycemia. The user's pattern of maladaptive behavior contributed to the severity of the event. In addition, having the device volume set to "low" likely impaired the user's ability to respond to the event promptly, further contributing to the severity of the event.